Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were damaged and not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated down button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.